Event description:
A medical assistant in a physician's office reported a customer received a reading "over 300" on his freestyle freedom lite blood glucose meter, which was higher than he felt and self-administered 6 units, (elsewhere in complaint, it is reported customer took 10 units) of regular insulin in addition to his reported regular dose of 65 units of nph insulin. Customer subsequently experienced diaphoresis and a loss of consciousness. Paramedics were called and they administered glucagon. Customer additionally self-treated by eating food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Customer reported they threw the meter away, so no product investigation can be performed. It should be noted: a follow-up call to the customer revealed customer did not wash the test site prior to testing. A known cause of imprecise readings. Additionally, the customer did not know if the meter was set to the correct unit of measure, nor what the actual readings were that he received.